Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: part of the staple failed to be fired and bonded onto the device. Surgery time did not extend by more than 30 minutes. There was unanticipated tissue loss as a result of this problem. There was no unanticipated tissue damage. There was no blood loss of 500cc or more due to the product problem. There was no reinforcement material used.